Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product was not returned and not enough info was provided from the account to properly complete an investigation. Add'l info was requested on 11/07/2011 by fax and mail. A completed questionnaire was received on 11/22/2011. (B)(4).

Event description:
A nurse reported an intraocular lens (iol) was exchanged due to the pt being unhappy because of blurred vision. In a follow up, the surgeon reported the event resolved following the lens exchange. The surgeon reported the pt had a monofocal lens in the fellow eye. The surgeon indicated the use of an unapproved viscoelastic during the surgical procedure.